Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a product used for spinal therapy. Levels implanted was 3. It was reported that during use of the driver with plate, the screwdriver broke at the screw head and the broken screwdriver tip bec ame stuck in the screw head. There were no further patient complications or symptoms have been reported as a result of this event. Additional information was received via manufacturer representative that there is no allegation with screw except the screwdriver. Additional information was received via manufacturer representative that there is no revision surgery planned or scheduled for the removal of broken tip of driver from screw head.

Manufacturer narrative:
G2: country of origin is france. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.